Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump had critical pump error. The blood glucose level was unknown. The troubleshooting was performed for critical pump error. The customer was advised the insulin pump need to be replaced. The customer was advised to discontinue the use of the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the active current test. Insulin pump alarmed insulin flow blocked during priming due to moisture damage on the force sensor. Unable to perform the rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to insulin flow blocked alarm. Power supply test failed during self-test alarmed during selftest due to moisture damage on the connector. Insulin pump failed sleep current test due to moisture damage on the j6 connector. Moisture damage was found on the electronic assembly, force sensor and motor. Critical pump error (open book image) not confirmed.